Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a hairline crack on the bottom right corner and it appeared foggy in that area. The customer's mother stated that some moisture might have gotten into that compartment, but now it was fine. The blood glucose reading was 198 mg/dl. The caller was unaware of how the damage on the device occurred. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
No traces of moisture were noted at electronic or motor assemblies per visual inspection. Cracked case at display window corners and minor scratched lcd window noted.